Manufacturer narrative:
This report is submitted on august 10, 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection resulting in the decision to explant the device on (B)(6) 2018. During the procedure, the receiver/stimulator was explanted and the electrode array was left in situ within the cochlea. The patient was reimplanted with a new device during the same surgery.